Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant products: item: 65875305401 name: shell lot: 62659590. Item: 00877501132 name: biolox liner lot: 2729871. Item: 00877503203 name: biolox head lot: 2724634 (B)(4).

Event description:
Patient underwent a right hip revision procedure approximately one month post-implantation due to periprosthetic femoral fracture. The femoral components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip revision procedure approximately one month post-implantation due to periprosthetic femoral fracture. The femoral components and acetabular liner were removed and replaced. No further information has been provided.